Event description:
The facililty reported a fail code 500. During service, it was determined that the failure occurred during an infusion; however, it is not known whether or not a pt was attached to the device when the failure occurred. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.